Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Additional product code dzj. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
On an unknown date, patient was implanted with a 2.0mm plate & screw construct. For a reason unknown to the sales consultant, patient was readmitted to facility on (B)(6) 2011 and an additional screw was added to the construct. During this procedure while surgeon was drilling, the drill bit snapped. All broken parts were retrieved and procedure was completed successfully. Facility is in possession of the broken drill bit and will be returning it. Patient is a (B)(6) female. This is report 1 of 1 for complaint #(B)(4).